Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 452 mg/dl. The customer treated their blood glucose with nine units of insulin from a pen. The customer was assisted with troubleshooting as was able to prime and rewind their insulin pump. The customer's insulin pump worked as designed.